Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leak was at the quick release as it was not connected tightly. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.